Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, a red screen was displayed indicating that a battery depletion (bd) alert was recorded. The remaining battery percentage was 88%. Boston scientific technical services (ts) was contacted for assistance. The field representative reported that the patient had an ablation in (B)(6). The ts consultant discussed that it is potentially an unintended alert; however, a memory download needs to be submitted for review to confirm if the bd alert was unintended or intended. No adverse patient effects were reported.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again during another follow up visit. The s-ICD was interrogated and normal function was observed and it was no longer emitting tones. No adverse patient effects were reported. A memory download was not performed.